Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the left bundle branch (lbb) lead was noted to exhibit low sensing. Upon repositioning, the lbb lead failed to sense. The lbb lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.